Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 50ml ll experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: 50ml syringe. Chemo medication came after the stopper. Lot: 1907216, exp: 30/06/2024.

Manufacturer narrative:
H.6. Investigation summary: two photos were provided to our quality engineer for investigation. Upon visually inspecting the photos, a leak past the stopper ribs was observed. A device history review was performed for the reported lot: 1907216, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot: 1907216 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. According to inspection plan procedure jg-500, (B)(4) units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text.

Event description:
It was reported that an unspecified number of syringe 50ml ll experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: 50ml syringe. Chemo medication came after the stopper. Lot: 1907216. Exp: 30/06/2024.